Manufacturer narrative:
The insulin pump was received with scratched display window, cracked reservoir tube lip. Stained end cap sticker and stained address label. Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump was monitored and no sound anomaly was noted.

Manufacturer narrative:
Pump received with scratched display window, cracked reservoir tube lip. Stained end cap sticker and stained address label. Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump was monitored and no sound anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer declined troubleshooting for high blood glucose. The drive support cap appears normal. The insulin pump will be returned for analysis.